Event description:
Procedure performed: cystectomy. Event description: translation: during the operation, the jaws remained blocked in the closed position, it was impossible to complete the operation with this pliers the jaws opened during the shock when the instrument was placed in the bucket no patient consequences additional information received by email from applied medical representative on 18sep20: date when in incident occurs: 11 sept 2020. Additional information received by email from applied medical representative on 24sep20: the device¿s jaws were not locked onto any tissue. The blade lever did not get stuck after being pulled back.event was observed ponctually. It is unknown how long the device had been used before the experience was observed. Patient status: no petiant injury or illness occured associated with this complaint.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. Testing was performed on the unit and the complainant's experience of jaws locking could not be confirmed or replicated. The event unit met specifications and there were no visible nonconformances. Applied medical is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: cystectomy. Event description: translation: during the operation, the jaws remained blocked in the closed position, it was impossible to complete the operation with this pliers the jaws opened during the shock when the instrument was placed in the bucket no patient consequences additional information received by email from applied medical representative on 18sep20: date when in incident occurs: (B)(6) 2020. Additional information received by email from applied medical representative on 24sep20: the device¿s jaws were not locked onto any tissue. The blade lever did not get stuck after being pulled back.event was observed ponctually. It is unknown how long the device had been used before the experience was observed. Patient status: no patient injury, or illness occured associated with this complaint.